Event description:
It was reported that the impactor had broken. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor had broken. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b1, adverse event is not applicable and should be updated to product problem only. Visual examination of the returned product identified signs of use and damage. The fractured impactor pad was not returned for evaluation, therefore the fracture could not be compared to the zrm. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at this time.